Manufacturer narrative:
Additional information: d10, h3, and h6 the reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis with the helix extended, stretched, and clogged with blood/tissue. X-ray examination revealed the helix to be stretched. Additionally, a severely over-torqued inner coil in the connector region was revealed, which is consistent with procedural damage. The helix mechanism test could not be performed due to the condition of the helix as received. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Manufacturer narrative:
G5: this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the helix of the right atrial (ra) lead was unable to retract prior to implant. The ra lead was replaced to resolve the event. The patient was stable and will continue to be monitored.